Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the final device was removed in (B)(6) of 2011.

Event description:
It was reported that following replacement (see MFR report #3004209178201101225), the patient continued to experience burning in the middle of her back, but no longer at the implantable neurostimulator (ins) site. The patient tried to use the stimulation on three occasions, and felt some degree of burning each time. The patient was scheduled for a lead replacement, but the surgery was postponed due to complications the patient was having postoperatively. Additional information received reported that the patient's whole system was explanted and replaced with a system from a different manufacturer.